Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma.the device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, the device is not available for analysis.this report is filed july 8, 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4): device not available for analysis.